Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the distal end was found to be cracked. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the adhesive on the bending section cover rubber was detached, due to a pinhole on the bending section cover rubber the water tightness was lost, the connecting tube had a scratch, the objective lens had a scratch, the control unit had a scratch, the grip had a dent, the suction cover had a dent, and the acoustic lens had a scratch. The root cause of the defect phenomenon could not be identified based on the facts obtained from the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of confirming instruction manual and labeling on the product, there was no abnormality leads to the phenomenon. Olympus will continue to monitor field performance for this device.